Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-52, lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported the patient presented to the emergency room feeling weak and exhausted. The device was interrogated and it was discovered the device was at elective replacement indicator (eri) status. The patient stated they suffered a stroke and attributed it to the device switching to vvi pacing when it went to eri. The device was removed and replaced. No further patient complications have been reported as a result of this event.